Event description:
Opened a 38mm round patella, and an oval patella was in the package. It was not implanted.

Manufacturer narrative:
The investigation confirmed the product was incorrectly packaged. The root cause is attributed to manufacturing process error. Corrective action is being addressed under CAPA-(B)(4). A product recall was initiated on (B)(4), 2011. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.